Event description:
It was reported that the surgeon was performing a multi-level tlif procedure using navigator steerable cage. Upon insertion of a 12x26x4 cage, the cage disengaged from the inserter before it was placed in the disc space successfully. The cage was removed. Upon inspection of the cage, the steering "rail" was noticed to be broken. The inserter was then inspected. It was noted that the metal "teeth" on the end of the inserter were bent. No adverse effects to patient occurred. A new cage was inserted onto an alternate inserter, and placed successfully.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the reported event of navigator 12mm x 26mm x 4deg fracture was confirmed upon visual inspection of the returned device. No anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. The surgical technique indicates that the inserter must be locked during impaction of the implant. It is unknown if the device was locked during impaction.conclusion: the potential cause is multifactorial in nature.

Event description:
It was reported that the surgeon was performing a multi-level tlif procedure using navigator steerable cage. Upon insertion of a 12x26x4 cage, the cage disengaged from the inserter before it was placed in the disc space successfully. The cage was removed. Upon inspection of the cage, the steering "rail" was noticed to be broken. The inserter was then inspected. It was noted that the metal "teeth" on the end of the inserter were bent. No adverse effects to patient occurred. A new cage was inserted onto an alternate inserter, and placed successfully.